Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged and there was moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2015 with the following findings: a visual inspection of the pump showed that there was moisture in the pump. The pump failed a leak test due to cracks in the pump casing and the battery compartment. The pump cover was opened and moisture was observed on the display, force sensor, and vibration motor. Unrelated to the complaint, the audio bolus button was inoperable. Evidence of contamination was found on the key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).